Event description:
It was reported that a cdh33 was used during a hemiorrhoidectomy. It was reported by the affiliate that the instrument after being fired, pushed out the staples in a wrong way, so that they did not form well. The operation was completed using another stapler. There was no consequence to the pt.